Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with a cardiac resynchronization therapy defibrillator (crt-d) system due to likely vt after having presented post-vehicular accident. Difficulty was experienced finding a suitable location for the right atrial (ra) lead. Post-pocket closure, the lead was exhibiting high thresholds and was repositioned with acceptable thresholds. It was then that the right ventricular (rv) lead exhibited a high threshold after having demonstrated normal thresholds during implant. Attempts to reposition the lead took place for approximately an hour and the lead was left in it¿s present location due to a possible issue with the patient¿s potassium levels and physician¿s request for laboratory tests. When plugged into the crt-d, the right ventricular (rv) and left ventricular (lv) lead were now exhibiting non-capture and the patient had lost all sinus activity and conduction. It appeared that there was capture at maximum output. The patient¿s radial pulse was checked and it was determined that the patient was pulseless. Cardiopulmonary resuscitation (CPR) was started and performed for approximately 45 minutes. Blood pressure reportedly remained acceptable the entire time though the patient reportedly experienced arrhythmias and asystole. Multiple defibrillation therapies were delivered and multiple rounds of drugs were administered during this time. The patient¿s rhythm was confirmed on the last attempt of CPR and defibrillation. All leads were programmed to maximum output and the system remains in use. No further patient complications have been reported as a result of this event.